Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device battery longevity was decreasing faster than expected. A review of the device data by boston scientific engineering determined that the device is sensing the patients high atrial rates resulting in high battery power consumption. Boston scientific technical services provided guidance to consider programming the device to a non-atrial based brady mode and programming off the atrial lead sensing if the atrial arrhythmia continues. The device remains in service. No adverse patient effects were reported.